Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high." Reportedly, the customer administered a correction bolus to address elevated bg level and continued to use the pump for insulin therapy. Customer's bg was resolved.

Manufacturer narrative:
The tandem user guide states: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges.